Event description:
Foley inserted per md order. Large clot noted in line. Attempted to irrigate, pt complained of pressure. Repositioning foley did not help. Foley d/c. Scant amount of bleeding noted. Pt able to void in am/pink tinged urine. Next day urine was yellow. No uro consult needed. User error, foley apparently not in blladder when balloon inflated.